Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump was exposed to vomit, urine, and insulin. Customer reported the pump was not delivering right and was not able to clear the no delivery alarm. Customer stated the buttons were responding slowly. Customer's blood glucose was 75 mg/dl. Customer reported the alarm was resolved by a complete set change. Customer did not want to return the infusion set and reservoir for analysis. Advised the customer to call when the alarm occurs in order to troubleshoot. No further information provided.